Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the energy down button is damaged.  The evaluation also determined that the energy down button was intermittently shorting, which had caused the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported damage to the charge button; however the reported charging issue could not be duplicated. Physio replaced the device¿s main keypad assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to charge for defibrillation therapy when the charge button was pressed. It was also reported that the charge button was torn. There was no patient use associated with the reported event.